Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site. The nozzle units for both gas modules were found to be defective and needs replacement. No further information is provided and no further issues have been reported. The device logs were not provided. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).